Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt underwent elective pump replacement; the pump was replaced due to a "low battery condition (alarm was generated)". Following the replacement, the pt was admitted to the intensive care unit for 10 days and died of a suspected sudden cardiac arrest. It was noted that "pump diagnostics post-operatively had all been satisfactory". At autopsy, it was noted that "the catheter was divided cleanly in two in the pump pocket". The presumption was that this was perioperative though this hadn't been definitely established. The investigation was ongoing. It was unk if the devices contributed to the pt's death. The device system was used to deliver baclofen. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.